Event description:
Device 2 of 3. Reference MFR report # 1627487-2019-02118. Reference MFR report # 1627487-2019-02120. It was reported that patient's lead for the right hand had migrated down, confirmed via imaging. Reprogramming did not resolve the issue. In turn, surgical intervention was undertaken wherein the entire system was explanted.